Manufacturer narrative:
After the delivery sheath was removed from the patient, a small thrombus was reported at the tip of the delivery cable at the screw part. It was reported that during deployment of the device, transesophageal echocardiography (tee) revealed a blood clot-like substances around the connection between the device and delivery cable. The patient status was reported as recovered and discharged in stable condition. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - catalyst ide, patient site ID: (B)(6). It was reported that 02 july 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant. The patient's last dose of anticoagulation prior to procedure was on (B)(6) 2024. It was reported the patient's left atrial appendage (laa) dimensions were as follows: laa orifice = 25.5; laa depth = 25.9mm; and landing zone = 14.6-16.9mm. The left atrial pressure measured 16mmhg. The patient's atrial rhythm at start of procedure was atrial fibrillation. During procedure, heparin was administered and the patient's activated clotting time (act) levels measured 324s. During deployment of the 20mm amplatzer amulet, transesophageal echocardiography (tee) revealed a blood clot-like substances around the connection between the device and delivery cable. After the device was released, the blood clot-like substance had disappeared on the tee image and no additional measures were taken. After the delivery sheath was removed from the patient, a small thrombus was confirmed at the tip of the delivery cable at the screw part. There was no report of any other clinical signs or symptoms after the procedure. The patient status was reported as recovered and discharged in stable condition.